Event description:
It was reported that during patient treatment, the ventilation was interrupted. There was no patient harm. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Manufacturer narrative:
The ventilator was examined by our field service engineer. It was found functioning normally and no parts were replaced. The device logs were downloaded. Evaluation of the device logs showed that the last pre- use checks before the event was performed more than one month before the date of event, and it was successful. Pre-use checks performed after the event were also successful. There are no technical alarms in the logs. The event logs contained several alarms for high expiratory minute volume, high respiratory rate, and some alarms for high airway pressure. The alarm for high expiratory minute volume and high respiratory rate are generated when the set alarm limits are exceeded. The alarm for high airway pressure is generated when the set alarm limit for airway pressure is reached, whereby the inspiration phase is terminated and switched over to the expiration phase. The termination of the inspiration may be perceived by the user as the ventilation being interrupted. The alarms which were generated showed that the ventilator was functioning and attempted to deliver breaths. We are unable to determine the cause for the reported problem but, our conclusion is that there was no technical ventilator failure at the time of the event for the reported problem. This is supported by the successful pre-use checks and from the lack of evidence of faults found during the investigation on-site.